Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the device had possible early battery depletion. It was also reported that the left ventricular (lv) lead had very high thresholds. Both the device and the lv lead were explanted and replaced. No patient complications have been reported as a result of this event.